Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem¿s t:slim x2 with control-iq user guide: "only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump. Use of insulin with greater or lesser concentration can result in an over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events."

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with an elevated blood glucose (bg) and high ketones. A healthcare provider identified the ketone levels as dangerous and life threatening. Customer's continuous glucose monitor read "high", however, a specific bg value was not provided. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. The customer was released on 01/23/2024 with the issue resolved and no permanent damage. Reportedly, a malfunction alarm occurred. The customer was using fiasp insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. The customer reverted to manual injections for insulin therapy.